Event description:
It was reported that a week post implant a left pneumothorax was found via x-ray. The patient had shortness of breath and chest discomfort. No further patient complications have been reported as a result of this event.